Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was faded and discolored. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: the pump powered on to a faded and discolored display screen. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the keypad cover was found to be torn at the ok button. All of the keypad buttons were found to be responsive. The keypad was removed and contamination was found under all of the button contacts. (B)(6).